Manufacturer narrative:
(B)(4). (B)(4). (B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method- device was not evaluated. Manufacturer results- customer complaint could not be confirmed. Manufacturer conclusions- no conclusion can be drawn.

Event description:
Hemoglobin results are higher than clinical expectations for pediatrics and vs. Hemocue hemoglobin system. This report is for patient 2 of 2. Hemoglobin results > 15 g/dl with hgb pro system vs. Expected < 15 g/dl. Customer unable to provide specific patient examples vs. Hemocue hemoglobin system. No report of adverse event, serious injury, or interventions.